Manufacturer narrative:
Rmf 0003 rev 39 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported that there was a removal of mc6 from patient today by dr due to persistent neck pain. Dr was able to remove implant whole with only limited damage to inner sheath due to drill. Disc looks in good condition and no signs of osteolysis

Manufacturer narrative:
Rmf 0003 rev 39 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 39 line 12.75 - device explanted. Based on the inspection of the retrieved m6-c compiled in the present report, in the absence of clinical data, radiographs, or radiographic analysis, the cause of this event was unclear. While some in vivo damage to the fiber construct was noted, gross mechanical failure was not evident. Destructive analysis is necessary to examine the fiber construct and the core. It is unknown if infection was present. Therefore, the failure of this procedure and the removal of this device was not clear; however, this device had likely not failed at the time of removal.

Event description:
It was reported that there was a removal of mc6 from patient today by dr due to persistent neck pain. Dr was able to remove implant whole with only limited damage to inner sheath due to drill. Disc looks in good condition and no signs of osteolysis